Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. (Insert applicable statements for required tasks). (Insert factors line if applicable). Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during an unspecified procedure, the novostitch's axis for moving the upper jaw was broken, it could not be manipulated. The device did not break inside the patient. It is unknown how the procedure was completed; however, no surgical delay was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).